Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator failed the initial test (post, power on self test). The ventilator was not in use on a patient at the time the event occurred. The service engineer inspected the device thought the reported condition could have been caused by a defective patient circuit. The se performed maintenance, calibrations, and extended self testing on the device and all tests passed.